Event description:
It was reported that the ICU mgr opened the package, and it was noted that there was moisture inside the tubing, and the vamp syringe was stretched. No pt complications. Returning device letter to phil degelia, material mgmt.

Manufacturer narrative:
Customer report was confirmed. Returned product was examined prior to decontamination. Rec'd (1) dpt - vamp plus kit in open original package. Kit appeared not used. Multiple small drops of clear liquid were found near vamp reservoir stopcock (see attached photo). After decontamination, sample of the liquid was removed from the tubing for further examination. The liquid was greasy or oily. Physical characteristics of the liquid suggested that they were silicone oil from the reservoir. Silicone oil was applied to blue seal reservoir during mfg process for lubrication purpose. It appeared some of the silicone oil migrated to the tubing. Sample is sent to chemistry for further testing. Ir spectrum of the clear liquid showed similar absorption characteristics when comparing to silicone like material.